Event description:
It was reported that this lead was part of a system revision due to infection and pocket erosion with sepsis. Additional information indicates that the patient also had hematoma. The patient was treated with intravenous antibiotics. There were no additional patient effects reported. The lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).